Event description:
Affiliate reported that breakage of the distal catheter was noted and needed to be replaced. It was implanted in 2008 and replaced at about one month later.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.